Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vein in the forearm. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 3 seconds, the balloon ruptured. The device was competely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vein in the forearm. A 6.0 x 40mm, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a mustang 6mm x 4cm, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm distal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.